Event description:
Reporting status: serious injury. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in 2006, the 2.5 x 18 mm pixel stent was successfully implanted. Five months later, during a 6 month follow-up, 90% stenosis was observed in the proximal part of the stent. Another company's stent was implanted to treat the restenosis in the same month. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. It was reported that 90% stenosis was observed in the proximal part of the 2.5-18 mm pixel at the 6 month follow-up. There was no report of any device malfunction. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of pt benefit. Review of the device manufacturing records showed that the lot met all manufacturing criteria. This known patient effect is not necessarily an indication of a product quality issue. However, in this case a conclusive root cause cannot be determined.